Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for pericardial effusion and a window was used to drain the effusion. It was unknown whether the effusion was caused by the right atrial (ra) lead or right ventricular (rv) lead. It was noted the right atrial (ra) lead was undersensing and had p waves lower than the trend. The leads remain in use. No further patient complications have been reported as a result of this event.